Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post implant of the implantable pulse generator (ipg) the device was undersensing atrial fibrillation (af) with extremely large p-waves in bipolar sensing. The ipg was reprogrammed to achieve appropriate sensing and is still in use. No patient complications have been reported as a result of this event.